Manufacturer narrative:
At this time it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery to explant the device and the device was protruding, however, no medical records were not provided and no clarification regarding the alleged protrusion has been provided. A review of the manufacturing records was conducted. Product was manufactured to specification with no anomalies. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016, the patient underwent left inguinal hernia repair. It is alleged that a large bard/davol perfix light plug, cat. No. 0117080 lot no. Huzk0222 was implanted in the patient during this repair. On (B)(6) 2016, the underwent removal of the failed perfix light plug. The surgeon noted that he was ¿concerned that this was the mesh protruding backwards and causing her a great deal of pain.¿ it is alleged that during the surgery, the surgeon noted that ¿there was a very firm mass in the area of concern this was consistent with the previous mesh.¿ the patient continues to suffer complications from the bard/davol perfix light plug. It is alleged that the bard/davol perfix light plug is defective. The patient has been injured and sustained severe pain, suffering, disability, and impairment.